Event description:
It was reported the cable will not connect to the atrial connector. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments: the lead from a cable was at the bottom of the atrial connector. It was also noted that the lower case, lead flex cover and battery flex were corroded, the upper case was broken and corroded, the battery release was contaminated, both bail covers and ring cover were broken, the battery contacts were compressed and rusted, both bails and ring were missing, the battery drawer was damaged and contaminated and the liquid crystal display (lcd) was missing columns.